Event description:
It was reported that there was a linx removal prior to covid (2018/early 19); this was out of 10-12 implantations. Implantation occurred approx. Six years prior. Patient developed heartburn and regurgitation, despite having positive ph studies. Upon removal/failure of linx, doctor proceeded with nissen.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the implant date? What was the explant date? What is the product code? What is the lot number for the linx device? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Will the device be returning for analysis? If yes to whom should the shipper kit be sent to? Please provide full name and address. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.